Event description:
It was reported that this implantable cardioverter defibrillator (ICD) has delivered several inappropriate shocks outside of an isolated episode, due to atrial driven arrhythmias. This ICD has been reprogrammed as corrective action, remains in service and no additional adverse patient effects were reported.